Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 60% to 15% while the pump was charging. Reportedly, the customer left the pump charging for a few minutes and disconnected pump from the power source when battery gauge read 20%. There was no reported impact to the customer's blood glucose level. Customer indicated that manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
Removed (B)(4).